Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Eighty nine patients were treated. One resolute integrity and 5 endeavor drug eluting stent devices were among the devices used in lesions in the left main, lad, circumflex, rca and also to treat des in-stent restenosis and intra-CABG in-stent restenosis. It is reported that the following major adverse cardiovascular adverse events occurred post-operatively: patient death, non-fatal myocardial infarction, target-lesion revascularization and binary restenosis.